Event description:
During plif surgery for spondylolisthesis at l5/s, when final torquing using torque wrench and anti-torque key, the surgeon felt different from usual in the amount of torque giving although tightening till the two arrows matched. The surgeon addressed that much more force required to reach the point of two arrows matches; however, not much force needed this time to reach the point of the arrow matches. He concerns whether appropriate amount of torque was given. Next day, the sales rep checked the torque wrench and found that the torque wrench had a problem that the two arrows matches with only little force of tightening.

Manufacturer narrative:
Method: visual inspection, complaint history review, functional testing. Result: visual inspection - confirms the reported failure, the weld at tip of the instrument was damaged allowing free rotation of the outer sheath over the inner shaft. This made it possible to align the arrows by manually maintaining the outer sheath and rotating the inner shaft using the t-handle. Complaint history review - review of the per data was conducted and evidenced that this is a known issue: the weld having the propensity of being worn overtime upon iteration of use. A pin was added to this instrument at tip so as to maintain alignment of the outer sheath and inner shaft correctly, preventing this issue. Conclusion: this instrument was most likely manufactured before 2000, therefore, long term use is most likely the cause of the weld damage. A pin was added at tip to prevent loosening of indication. Assuring that the arrows are properly aligned during final tightening would provide the correct torque indication.